Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported "failed batt test" alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, keypad overlay peeling at the upper right corner. Unit passed sleep current measurement and active current measurement tests; it failed self test. No unexpected ¿battery failed¿ alerts were noted during testing. During motor load, the unit stopped loading prematurely. Unable to perform the displacement test due to the prime/fill anomaly. Self test returned an unexpected pump error 63 (variableinfo = 3). A visual inspection of u1 under a microscope reveals that there is a [broken trace/cold solder joint] at pin 6. Finally later on during testing, the middle (enter) keypad button stopped responding. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals multiple occurrences of the following alerts/alarms around the event date: 58=failed batt test--20+ alerts on (B)(6) 2021. No unusual pump errors were noted as occurring around the event date. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1, j2, u1. In summary, the customer¿s report of a "failed batt test" was not noted during testing. The prime/fill anomaly is due to the moisture damage on pcba1. The nonresponsive keypad button is also due to the moisture damage on pcba1 specifically the severe corrosion aroung the j1 connector. The pump error 63 is due to the broken trace around u1 on the keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Maedtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test. Customer states that the battery not excepted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.